Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event, the customer was performing a planned treatment/non-emergency treatment. The procedure was completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch was intermittently not working. Upon functional testing, the fse identified the status of the wi-fi (led) indicator on the wireless footswitch was solid red and the color of the battery indicator was green. The fse has confirmed that the wireless connection was intermittently disconnecting. The fse confirmed that the wireless footswitch and charger need replacement. The defective wireless footswitch and charger returned for analysis and the wireless footswitch charger confirmed that the connector was broken whereas the malfunction related to the wireless footswitch couldn¿t conclusively determine, however the replacement of wireless footswitch and charger by the fse resolved the issue and restored the system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the wireless foot switch would not perform the exposure intermittently. No harm was reported to philips. Philips has started an investigation of this complaint.